Event description:
It was reported that the pulse generator exhibited noise in the ventricular channel. The maximum sensitivity was decreased from 0.5 mv to 0.7 mv. The following day, noise was again observed.

Manufacturer narrative:
No medwatch form was received.